Event description:
The sterile package of the product is damaged with scratch marks. This packaging damage was found in inspection prior to use. The device was not used. No report of injury or surgical delay.